Manufacturer narrative:
Further information in order to clarify the reported event were requested. It has been reported that after less than 20 minutes from the beginning of the cardiopulmonary bypass, the blood level in the venous reservoir dropped triggering correctly a level alarm. The arterial pump stopped, as it is supposed to do as a consequence of the alarm. When the level was restored, the arterial pump did not restart. At this point, the perfusionist tried to increase the rpms of the pump without any effect. The pump was always on and its screen was blue and no indication on the flow was displayed. The pump cover has been checked, it has been opened and closed again: the pump did not restart. Perfusionist began to hand crank. The help of another perfusionist and of an intern was deemed necessary. The two perfusionists decided together to swap the arterial pump with the suction pump, while the intern was hand cranking. When hand cranking, the pump is switched off. This means that all the monitoring functions (such as the level monitoring function) are not assigned to the pump anymore. The pump is subject to manual control. It was reported that, despite the several recommendations, the venous reservoir emptied again and air entered in the pump head. No air reached the patient, since a surgical clamp was placed on the arterial line. The perfusionist took advantage of this time to swap the arterial pump with the suction pump. When the line was free of air, the perfusionist started to hand crank on the suction pump, while the pump was still on. This correctly triggered an error message. Indeed, before starting the hand crank, the pump has to be switched off as per the instructions for use. At this point, the complete s5 was replaced and the procedure continued without further issues. As already stated in the initial report, the field service representative tested the machine and results revealed that no deviations could be detected. The device was found to be working within specifications further analysis of the arterial pump serial read out was requested. The roller pump had one runaway peak error saved in the microcontroller, due to the fact that hand cranking was incorrectly started while the pump was still on. Moreover, the pump had one motor control board errors. This error occurs when the pump occlusion set by the user is too strong. None of these errors could be identified to be the root cause of the failed restart of the arterial pump after the blood level in the reservoir was restored. The analysis revealed that no hardware error or software deviations occurred with the pump. The pump was requested back for a dedicated investigation. No deviations have been found. The device was returned back to the hospital. It was reported that since this event, every device on this console has been working well. Since no malfunctions with the pump could be detected during the visit of the field service representative at the hospital, from the read-out analysis and from the detailed investigation performed at livanova deutschland, the root cause of the reported event could not be determined. However, based on the above and taking into account the fact that no further issues occurred with the pump despite no components have been replaced, the reported event appears not to be device-related.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova deutschland initiated an investigation. The device has been tested and results revealed that no deviations could be detected. The device was found to be working within specifications. The serial read-out of the pump has been performed. It shows multiple cover alarms, differently from what reported. No deviations were identified through the analysis of the pump serial read-out. Indeed, the pump had stopped correctly following to level alarm and cover alarm occurrences. In addition, the reported 1l/min flow is likely related to the autoregulation function of the pump set by the user. This function adjusts the pump speed (at restarting after level alarm) in order to allow the blood volume into the reservoir to stay at a normal level. Through follow up communication livanova deutschland learned that the affected equipment has been taken out of service. The investigation is still ongoing in order to further clarify the reported event. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova deutschland received a report that during a coronary bypass, the volume of blood into the reservoir decreased below the level sensor and a s5 roller pump correctly stopped. Once the level returned back to normal level the pump did not restart. It was reported that the screen of the pump was on but no flow value and functions were displayed while the system panel shown the green light for the level sensor indicating that the blood in the reservoir was sufficient. The user stated that it was not possible to decrease and then increase the flow. After the user tried to restart the pump, it was running with a 1l/min flow and then it stopped again without alarm. In the report it was stated that the pump cover was closed. In order to complete the procedure, the user hand-cranked the pump. After that, the patient had a cardiac arrest. A backup device was used and the patient stabilized.